Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a patient family member that the patient had a "bad sensor lead." The family member reported the physician had programmed the device off until the operation, which was scheduled in 4 days. The family member reported the patient had been feeling "terrible" since the reprogramming. No patient or physician information was given; no follow-up could be done. The lead status is unknown. No further patient complications have been reported as a result of this event.